Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedures, the jaw from the enseal broke during the surgery. There was no delay due to the event. No patient consequence reported.